Event description:
It was reported that patient underwent a robotic prostatectomy procedure on (B)(6) 2024 and suture and barbed suture was used. During the procedure, three sutures broke while suturing. One stratafix during the urethrovesicle anastomosis, one monocryl during the over sew of the connection between the urethra and the bladder, and a dyed monocryl while suturing the other side of the anastomosis over sew between the urethra and the bladder. For each, another suture was used to continue with the procedure. Leak test was preformed and no leaks were found. Procedure was completed successfully with no further reported issues. There were no adverse consequences for the patient. No further information is available.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002. Related events captured via 2210968-2024-02399 2210968-2024-02401.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: (B)(6) 2024. H3 investigational summary: the product was returned to ethicon for evaluation. Visual inspection was conducted on the returned device. The returned product determined that it was received on one needle suture piece that pertain to the product code y215h. During visual inspection of the returned sample, marks that appear to be caused by a surgical instrument were observed on the body needle. The suture was examined, and the end of the suture was noted to be cut, probably caused by a surgical instrument. In addition, body fluids and damage were found on the strand. The other section of the suture was not returned for analysis. The product code y215h contains an absorbable suture. As the sample was received open, and the time of exposure to the environment cannot be determined. Due to the condition of the returned sample, the functional test could not be performed. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.